Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving tritanium baseplate was reported. The event was confirmed by medical review. Method & results: -device evaluation and results: not performed as product was not returned -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated rejected for medical review [....] ¿ provided x-ray confirms fracture, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that periprosthetic fracture was caused by the patients involvement in a mva resulting in a fracture of the medial tibial plateau no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Following implantation of tkr this pt was involved in an mva and sustained a fracture of the medial tibial plateau requiring revision of knee replacement.

Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Following implantation of tkr this pt was involved in an mva and sustained a fracture of the medial tibial plateau requiring revision of knee replacement.